Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a burr become stuck in the lesion. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). A 1.25mm rotalink burr was advanced to the lesion without resistance. The maximum rotational speed was 155,000 rpm's. On the first ablation, at a rotational speed of 135,000 rpm's the burrs become stuck in the distal lcx. This prevented the burr from moving forward or backward. The physician was able to remove the burr from the lesion by deep seating the guide catheter and pulling back. Angiography confirmed no vessel damage. The procedure was completed by implanting an unknown bare metal stent. No patient complications were reported and the patient is currently doing well.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a burr become stuck in the lesion. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). A 1.25mm rotalink burr was advanced to the lesion without resistance. The maximum rotational speed was 155,000 rpm's. On the first ablation, at a rotational speed of 135,000 rpm's the burrs become stuck in the distal lcx. This prevented the burr from moving forward or backward. The physician was able to remove the burr from the lesion by deep seating the guide catheter and pulling back. Angiography confirmed no vessel damage. The procedure was completed by implanting an unknown bare metal stent. No patient complications were reported and the patient is currently doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the retuned device found that the device has been used as there was blood present in the catheter. A rotawire was found to be stuck in the catheter and could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)